Event description:
Lead fracture, high impedance, and unacceptable thresholds were reported. The lead was capped and replaced. In addition, it was reported during the implant procedure that the doctor was unable to have rv lead inserted past where screw is. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed foreign grommet material in the setscrew bore caused wrench to stick to the setscrew.